Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed the customer's issue on latron controls. The fse found that the sample line from the mixing chamber to the flowcell was partially plugged causing high coefficient of variation (%cv) values for differential and retic results. The fse replaced the sample line to resolve the issue on the high %cv on latron controls for differential and retic results. The fse also discovered that the molded tubing end below check valve cv6 exiting the sweep flow chamber was leaking. The fse noted that fluid from the leak had come in contact with the wiring harness and corroded the manifold. This event was not associated with the initial high differential and retic parameters issue reported. The fse cleaned the residue from the leak, and replaced the tubing and the check valve to resolve the leak. Results: failure mode of the high %cv counts was attributed to a partially plugged sample line. Failure mode of the leak was attributed to the tubing below cv6 on the sweep flow. (B)(4).

Event description:
The customer reported obtaining high coefficient of variation (%cv) for differential and retic parameters on latron controls from the lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered a leak which appeared to be clenz and diluent. The volume of the leak is unknown but the leak was contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.